Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. No issues or damages were identified in the hypotube shaft profile. A kink in the shaft polymer extrusion was identified 34.8cm from the distal tip. A detailed microscopic examination of the balloon material identified a pinhole located 2mm proximal to the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues or damages were identified with distal tip profile. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation unit and in an attempt to inflate the balloon a pinhole was observed which prevented the device from inflating. No other device issues/defects were identified during returned product analysis.

Event description:
It was reported that the balloon ruptured. The target lesion was located in the severely tortuous and severely calcified distal right coronary artery. A 6mm x 2.50mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon ruptured on the third attempt at 10atm. The device was removed without any problem. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that the balloon ruptured. The target lesion was located in the severely tortuous and severely calcified distal right coronary artery. A 6mm x 2.50mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, it was noted that the balloon ruptured on the third attempt at 10atm. The device was removed without any problem. The procedure was completed with another of the same device. There were no patient complications.